Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The reporter complained of erroneous high inr results for 1 patient using 2 different strip lots with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. This medwatch will cover strip lot 33450012. Refer to medwatch with patient identifier (B)(6) for information on strip lot 32264211. The patient was initially tested using strip lot 33450012 and got a result of 5.5 inr. The patient was re-tested using strip lot 32264211 and got a result of 5.5 inr. Different fingers were used for the meter tests. The patient was tested at the laboratory within 1 hour with a result of 3.1 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is doing well. The test strips were requested for investigation. Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.